Event description:
Boston scientific crm rec'd info that this pt with a history of sudden brady response (sbr), has fallen and since then has been feeling light-headed and having more trouble managing her syncope. It was reported that the right atrial (ra) lead exhibited noise with pocket manipulation and the nurse noted capture issues upon lead assessment. A lead fracture was suspected. Although this lead was explanted and returned, an explant date was not provided. To date, no further adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.